Manufacturer narrative:
A steris service technician inspected the table and found the column shroud covers to be damaged. The technician repaired the table and returned it to service.

Event description:
The user facility reported that during the conclusion of a patient procedure the table was being lowered in height and in the process the column shrouds became damaged. No injuries or procedural delays/cancellations were reported.